Manufacturer narrative:
The customer¿s report of an occlusion was not confirmed. Visual inspection of the set noted the presence of sufficient solvent, no solvent voids on engagements, no gaps in engagements, and no damage or cracks on components. Functional and pressure testing confirmed leaking at the engagement between the bottom of the antisiphon valve and pvc tubing sleeve components. There were no obvious damages observed around the leak area or anywhere on the set. The root cause of the customer¿s report of an occlusion was not identified. The root cause of the customer¿s report of a leak was excessive pressure exerted into the fluid path during the administration of fluid from a small volume syringe.

Event description:
The customer reported ativan could not be administered into the closed med system IV tubing. The nurse checked with pharmacy if ativan should be filtered because of the viscosity. A note affixed to the bag with the returned product stated "tubing leaking, bed 21" although requested; no additional event or patient information provided.